Event description:
It was reported that, while pulling gloves on, gloves constantly rip. There are also gloves that look "shredded" or "moth-eaten" once on. This is usually around fingers and part of glove that is on back of hand.

Manufacturer narrative:
It was reported that while pulling gloves on, gloves constantly rip. There are also gloves that look "shredded" or "moth-eaten" once on. This is usually around fingers and part of glove that is on back of hand.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.